Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen (2000 mcg/ml at 99 mcg/day) via an implanted pump. It was reported that the patient¿s device system was explanted on (B)(6) 2020 because her incision opened up, and the pump was visible to the air. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. No diagnostics and/or troubleshooting was done related to the event. The issue was resolved at the time of this report, and it was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.